Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This is a duplicate complaint. All pertinent information is contained in the cross-referenced (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a battery low alarm. This condition interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.